Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of urticaria ('urticaria attacks') in an adult female patient who had essure (batch no. D60143]) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), joint swelling ("swelling in joints") and gastrointestinal disorder ("abdominal problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy). At the time of the report, the urticaria, joint swelling, gastrointestinal disorder and weight increased outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder, joint swelling, urticaria and weight increased with essure. The reporter commented: removal was requested by the patient. Events started after essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of urticaria ('urticaria attacks') in an adult female patient who had essure (batch no. D60143) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), joint swelling ("swelling in joints") and gastrointestinal disorder ("abdominal problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy). At the time of the report, the urticaria, joint swelling, gastrointestinal disorder and weight increased outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder, joint swelling, urticaria and weight increased with essure. The reporter commented: removal was requested by the patient. Events started after essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Batch no d60143 production date 2015-02-18 expiration date 2018-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of urticaria ('urticaria attacks') in an adult female patient who had essure (batch no. D60143]) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), joint swelling ("swelling in joints") and gastrointestinal disorder ("abdominal problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy). At the time of the report, the urticaria, joint swelling, gastrointestinal disorder and weight increased outcome was unknown. The reporter provided no causality assessment for gastrointestinal disorder, joint swelling, urticaria and weight increased with essure. The reporter commented: removal was requested by the patient. Events started after essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.